Event description:
Abbott diabetes care (adc) received a medwatch user report in which a customer reported an issue with the adc application. The report contained the following information: "you have to use a smart phone which his only uses apple operating version 16 and it won't work. Then abbott it came out with version 3 and he had both apps for version 2 and 3 on his phone and it ruined the version 3 sensor. No reliability. Has to resort to finger sticks. " there was no report of adverse event or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle libre 3 app complaint was investigated and determined that there were no issues with the freestyle libre 3 application that would have led to the complaint. The customer reported incompatible message. Attempted to replicate the user¿s complaint using samsung galaxy s20 fe 5g android 13 3.4.2.9593) and the system functioned as intended. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report in which a customer reported an issue with the adc application. The report contained the following information: "you have to use a smart phone which his only uses apple operating version 16 and it won't work. Then abbott it came out with version 3 and he had both apps for version 2 and 3 on his phone and it ruined the version 3 sensor. No reliability. Has to resort to finger sticks. " there was no report of adverse event or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.